Event description:
During an atrial fibrillation pfa procedure, air aspirated from the sheath after the catheter was inserted. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.